Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated sodium result on a patient sample on the dimension vista 500 system. The ccc performed troubleshooting with the customer and directed the customer to perform recommended maintenance which resolved the issue. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated na result. Hsc reviewed instrument data logs and the information provided and concluded that no product non-conformance was observed with the instrument or assay. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated sodium (na) result was reported on a patient sample on a dimension vista 500 system. The result was reported to the physician. The same sample was processed the same day on an alternate dimension vista system and a lower result was obtained. The same sample was reprocessed the same day on the original dimension vista system after maintenance was performed. A lower result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.